Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, hosp: 1, roche: 2.9. Female, regular pt of hosp (not pt self tester). Therapeutic range: 2 to 3. Customer performed a self test with an inratio = 1.4.

Manufacturer narrative:
Investigation pending.